Event description:
Caller reported that the screen on their pump was blacked out on one side due to a fall, although there was no visible crack. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed they would receive a pump with updated software. The customer was instructed on various steps, including putting the pump into storage mode, returning it within ten days to avoid charges, programming the replacement pump, and connecting their cgm to it. The customer understood all instructions and acknowledged them, and a replacement pump was sent to them. Customer will continue to use current pump.